Event description:
It was reported that the patient presented prior to routine generator change. An interrogation of the device revealed recorded episodes of inappropriate mode switch caused by over-sensed noise exhibited by the right atrial lead. The lead was explanted and replaced. The patient was stable.